Event description:
It was reported the patient developed a pneumothorax post implant, requiring a chest tube and prolonging the hospital stay. No further patient complications have been reported as a result of this event.